Event description:
Affiliate reported that the stylet has perforated through the catheter on insertion into the patient. Additional information from the affiliate explained that the surgeon sent for and alternative lumbar drain, which delayed the surgery for about an hour. The patient suffered no more than an initial jolt of pain, with small yelp.

Manufacturer narrative:
Codman has received the device for evaluation. Upon completion of the investigation a follow up report will be filed.